Event description:
It was reported that the ilet device sustained a cracked screen that rendered the touchscreen unresponsive, confirmed by a customer-provided photo and serial verification, and a replacement device was arranged with instructions to return the damaged unit. Symptoms included no reported changes in blood glucose and no clinical effects. Outcomes included no medical intervention, no hospitalization, and no long-term health impact; the user reverted to an alternative insulin therapy during the interim. Investigation included customer interview, device verification steps, and logistical assessment for replacement. Investigation of this case revealed physical damage to the display/touchscreen assembly leading to loss of user interface functionality, consistent with a broken screen hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.